Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated that the device turned off while in use on a patient. The device displayed a red x and was beeping. There was no patient harm.